Event description:
During a phacoemulsification procedure. Aspiration from this unit was too low. Another unit was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Report initially received indicated there was no pt injury. Three medwatch reports were received from the facility on 3/16/1998 which indicate that three pts were treated for eye infections following cataract extraction procedures. There had been no request for service on this unit until 1/19/1998.